Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed with a 23 x 45 non-medtronic balloon while being rapid paced. After the pre-dilation, severe aortic insufficiency was present. The vale was loaded and inserted through the femoral artery. During the release of the valve, the valve was not expanding. The patient presented with hypotension and cardiorespiratory arrest. Cardiopulmonary resuscitation (CPR) was performed and a second valve was loaded and successfully deployed. Echocardiogram revealed moderate paravalvular leak (pvl) and there was a need to post dilate the valve with 25 x 50 non-medtronic balloon. After the post dilation, mild paravalvular leak (pvl) was observed and a mean gradient of 2 millimeters of mercury (mmhg) was observed on echocardiogram. The patient was extubated the following day with discharge scheduled 3 days later. No additional adverse patient effects were reported. Additional information was received that no misload was identified during loading. The infold was noted during the first recapture. The valve was recaptured three times. A procedure delay occurred as a result of the infold. Per the physician, the patient had a bicuspid type 1 valve with fusion of the non-coronary cusp (ncc) and right coronary cusp (rcc) that contributed to the valve infold. Additional information was received that the three recaptures were due to the infold.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload was present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified. A pre balloon aortic valvuloplasty was performed prior to the valve implant and subsequent significant aortic insufficiency was observed. The misloaded valve was attempted to be implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that the infolded valve was removed, and a new valve was used for the implant without further issues with infolding. It was reported that moderate paravalvular leak was noted pos t implant warranting a post dilatation which improved the leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.